Event description:
On (B)(6) 2010, pt reported an a8 (bolus cancelled) alert displayed on her infusion device; had pt confirm and clear the alert. Had pt check the alarm history; discovered that an e4 (occlusion) error displayed on the infusion device immediately before the bolus cancelled alert displayed. Pt is new to pump therapy. Had pt disconnect the infusion tubing from the infusion site and attempt to prime; noticed air bubbles. Had pt change to a new infusion tubing and attempt to prime; was successful. Had pt remove the infusion site from the skin; noticed the cannula was bent. Pt reported the infusion set had been in use since (B)(6) 2010. Had pt attach a new infusion set at a new infusion site, connect the infusion tubing and place the infusion device into run mode. Had pt deliver 1.0 unit of insulin for air space in the cannula. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the subject product for evaluation.